Event description:
The user facility reported that the glidewire was used during the procedure; the doctor removed the wire and a piece of the coating was missing. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. The procedure outcome was reported to be unknown. Additional information was received on 24may2021. The type of procedure being performed was a pm. It was unknown where on the wire that the coating was missing. Fluoroscopy was performed and confirmed the missing piece of the coating was left in the patient. The estimated blood loss was greater than 25 ml. Additional information was received on 25may2021. The missing piece was not removed.